Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead was high and the rv coil impedance was also noted to have a slight increase. A fracture was suspected. Reprogramming was performed to turn off the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.